Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Overdose [overdose], underdose [underdose], the injection button could not rebound effectively. It was found that the injection push button could not be effectively reset. [Device malfunction]. This serious spontaneous case received via regulatory authority from china was reported by a health care professional nos as "overdose beginning on (B)(6)2023, underdose beginning on (B)(6) 2023, "the injection button could not rebound effectively. It was found that the injection push button could not be effectively reset.(device component malfunction)" beginning on (B)(6) 2023, and concerned a patient who was treated with novopen 5 (insulin delivery device) from (B)(6) 2023 for "injecting insulin, lowering blood glucose". Patient's height, weight, body mass index (bmi) were not reported. Dosage regimens: novopen 5: (B)(6) 2023 to not reported; current condition: diabetes mellitus. (Type and duration: not reported). On (B)(6) 2023, the nurse gave insulin treatment to the diabetic inpatient. When using a new novopen 5 for insulin injection, it was found that the injection push button could not be effectively reset resulting in overdose and underdose. As a preliminary remedial action, novopen 5 was replaced with a new one. Batch numbers: novopen 5: mvg8p15-1. Action taken to novopen 5 was not reported. The outcome for the event "overdose(overdose)" was not reported. The outcome for the event "underdose(underdose)" was not reported. The outcome for the event "the injection button could not rebound effectively. It was found that the injection push button could not be effectively reset.(device component malfunction)" was not reported. No further information available. References included: reference type: e2b authority number reference ID#: (B)(4) reference notes: (B)(4) "this report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational results: name: novopen 5, batch number: mvg8p15-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission, the following was updated, imdrf codings were updated, inv results were updated, narrative was updated accordingly. Final manufacturer's comment: on 26-feb-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. H3 continued: evaluation summary. Name: novopen 5, batch number: mvg8p15-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.